Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) did not work. The epg passed all functional testing. The epg was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) pacing did not work. The epg was returned for service. There was no patient involvement.